Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 600 mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus. Tandem technical support commenced conducting system check. However, customer declined to troubleshoot the issue further with tandem technical support, therefore no additional information was obtained. Reportedly, the customer will consult with their healthcare provider.